Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user asked for a fitting appointment due to a decrease in hearing performance with the device. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing performance. In situ measurements were done with max coil and dl coil and sometimes the measurements could be performed and other times the device was indicative of a malfunction due to undetermined reasons. Furthermore, a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. In addition, one additional channel was disabled. Reportedly, the recipient received a new audio processor and is doing fine again. No further issues are reported. The device remains implanted and in use. This is a final report.

Event description:
The user asked for a fitting appointment due to a decrease in hearing performance with the device. The user has received a new audio processor and reportedly he was doing better with the device.